Manufacturer narrative:
Customer technical support instructed the customer to turn off power to system and console. A bci field service engineer removed dust from power distribution board and measured ps's. 36v was not present. On (B)(4)2011, fse replaced defective 36v ps, and this issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards burning odor during boot. No sparks or smoke was observed. The customer was not harmed. No injury or exposure was reported. The operator did not seek medical attention.